Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed due to the observed material split/tear in the clip introducer silicone valve, during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and the observed material split was an outcome of user technique/procedural circumstance that resulted from device preparation steps and is due to operational context. The reported leak was a cascading effect of silicone valve tear. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional three devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide (sgc) was prepared per the instructions for use (IFU) and was noted to hold column during preparation. When inserting the clip introducer, the sgc lost fluid column. It was noted the clip introducer was fully flush against the sgc. Aspiration was performed, but the sgc continued to lose column. The sgc was removed and a new sgc was inserted. It was noted that during preparation of the new sgc, no leaks occurred. Once the clip introducer was fully inserted into the sgc, a loss of fluid column occurred. Therefore, a new clip delivery system (cds) was used. However, when the new clip introducer was inserted and fully flush with the sgc, a loss of fluid column again occurred. Aspiration was performed and the clip introducer was intentionally adjusted so there was roughly 1/2cm gap between the clip introducer and the guide hemostatic valve. With this small gap, the sgc was able to hold column and the procedure was able to be performed without further issues. The clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.